Manufacturer narrative:
E1: name: tandem street: 11045 roselle street city: san diego state: ca zip code:92121. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced pain at insertion site which led to high blood glucose level and was treated with correction bolus via pump event on (B)(6) 2026. The infusion set was in use for two and half days. The patient replaced infusion set and resumed insulin deliveries successfully.